Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was treated with ceftazidine (dose, frequency, and route not reported) and cefazolin (dose, frequency, and route not reported). Three days later, the treatment of cefazolin was discontinued and the patient started treatment with gentamicin (dose, frequency, and route not reported). Four days after the effluent culture was performed the patient was admitted to the hospital. The patient was switched to unspecified oral antibiotics (dose and frequency not reported). The patient was discharged from the hospital ten days after being admitted. Pd therapy was ongoing. It was reported that the patient had recovered from the peritonitis. Additional information was requested, but is not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13d30020, h13g08029, h13h30047, and h13k04070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be filed.